Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a patient via phone that three years after undergoing a bunion procedure one of the pins began migrating to the surface causing a big bump. The patient stated she is needing it to be removed. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.